Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
The patient had an ams elevate anterior and apical graft implanted on (B)(6) 2011. It was reported that following this implant, the patient "has suffered/will continue to suffer pain, suffering, disability, impairment."